Event description:
On (B)(6) 2012, the pt reported that her blood glucose levels had been elevated all night and into the upper 300 mg/dl range. Her normal range is upper 100 mg/dl. She attempted to correct the elevated level via bolus with the infusion device, but her levels did not decrease to her normal range. The pt disconnected from the infusion site and primed the infusion tubing; she did not see insulin drip from the end of the tubing. Insulin was pooling around the adapter on the infusion device. She stated that the luer was tightly connected and didn't appear to be leaking or loose; she is not sure from where the insulin around the adapter is leaking. The infusion device has not displayed any alert or error messages. The pt replaced the infusion set and adapter and her blood glucose levels returned to her normal range and she has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The adapters were replaced. The infusion set, adapter, and insulin cartridge were requested to be returned for eval.